Event description:
A pt underwent a microscopic bilateral laminectomy at lumbar 4/lumbar 5 with foraminotomy and bilateral discectomy. Approximately one month later, the pt presented with swelling that increased with standing. The pt denied headache. Three days later, the pt underwent reoperation for incision and drainage of a lumbar seroma with debridement of the wound and closure over the drains. No dural leak was found, and a culture of the fluid was negative for any growth. Subsequently, the pt is doing well.